Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary dadicu, the device failed to power on and remote smart service shown offline. A hard reboot was attempted, but the issue persisted, and the user confirmed that the power outlet was functioning with other devices. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 caused a short on the board, resulting in the station being completely down. A field service engineer (fse) replaced the drawer board to resolve the issue, rebooted, tested and verified functionality. The system functioned as intended after the field service engineer repaired the device.